Event description:
The customer reported a power on error 10003 (defib failure - biphasic processor). The device was not in use on a patient and there was no adverse event reported involving the user or the patient.